Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed a discrepancy between cgm and fingerstick values during a post-meal period, with cgm reading 260 mg/dl and fingerstick 221 mg/dl, which remained within the expected variance, and hyperglycemia up to 301 mg/dl occurred after a missed meal announcement; glucose subsequently trended downward. Symptoms included transient lightheadedness. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included telephone-based troubleshooting and education focused on missed meal announcement and cgm variance expectations. Investigation of this case revealed no device malfunction, no alarms, and user-related contributor of missed meal announcement associated with post-prandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior consistent with missed meal announcement.